Manufacturer narrative:
The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to a stoke. The patient had sepsis from an implantable cardioverter-defibrillator (ICD). Heparin started, and ICD was removed. On (B)(6) 2018 patient developed an acute onset left arm paralysis. A CT scan revealed subarachnoid bleed with midline shift. Neurologist was consulted and discussed prognosis with family and it was decided for care to be withdrawn. No autopsy performed therefore the device was not explanted however reported to have operated as expected. No additional information was provided.

Manufacturer narrative:
A direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The hm ii lvas IFU lists stroke, bleeding, sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.